Event description:
Patient reports that her 3023 system was removed because she became very sick. She lost 30 pounds, felt weak, and had vaginal pain that was much worse when the device was on. An infection was later diagnosed at the pocket. The device was explanted, the infection cleared, and leads were placed for a new interstim. Additional information has been requested from the hcp, but has not been received at the time of this report.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned for evaluation, a follow-up medwatch report will be sent.